Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6)2023, a review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A pneumocath was placed to resolve the pneumothorax.

Event description:
It was reported that during, an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The lesion biopsied was in the left upper lobe mass/infiltrate 7cm x 3 cm medial left upper lobe. The patient's vital signs were good and when the physician re-evaluated, the patient remained hemodynamically stable and was not hypoxic. The pneumothorax was not apparent on the fluoroscope, but the moderate size pneumothorax was identified post procedure chest x-ray, it. A small bore pneumocath was placed with resolution. The patient was kept for observation (not full admit) and discharged home the following day. The patient was diagnosed with pulmonary lymphoma. The physician reported that the ion system had been throwing some malfunction messages with the trackball, but he did not think it contributed to the pneumothorax. The physician believed the pneumothorax could have potentially occurred via another biopsy modality because it almost certainly occurs during a lung biopsy/needle biopsy followed by tbbx and could have occurred even with a conventional bronchoscopy.